Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer alleged insulin pump was under delivering and and had high blood glucose level. Customer current blood glucose level was 126 mg/dl. The customer alleged insulin pump was under delivering because of high blood glucose level of 225 mg/dl and delivered 9 units of insulin but blood glucose still continued to elevate. Customer took bolus of 9 units and then his blood glucose was still over 200 mg/dl. The customer was treated with manual injection. Customer had been using insulin pump system within 48 hours current of reported high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer was assisted with troubleshooting for high blood glucose. The device will not be returned for analysis.